Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure.

Event description:
It was reported during the procedure a perforation occurred in the saphenous vein graft to the right coronary artery (rca). A 2.8 x 16 mm graftmaster was advanced to treat the perforation; however, the device could not advance through a bend in the artery. Therefore, the graftmaster stent was deployed partially sealing the proximal end of the perforation. After additional ballooning at the perforation, a non-abbott stent was used to completely cover the distal end of the perforation. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was available.